Event description:
It was reported this pt underwent esophageal stent placement in 2000 due to distal esophageal carcinoma. Several months post-stent placement, the pt presented with dysphagia. Following an endoscopic exam, the lower third portion of the stent was noted to be fractured. The fractured stent was not removed. A percutaneous endoscopic gastrostomy tube was placed. The pt's current condition is not known. The device remains implanted and is not available for eval. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine the exact cause for this event at this time.